Event description:
It was reported that customer experienced cgm error message 42 and that bluetooth setting on pump was greyed out. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to perform full pump reset and was provided step-by-step reset information, and customer planned to complete reset later and call back if problem continued.